Manufacturer narrative:
The explanted device was not returned to bsn.

Event description:
A report was received that the patient's ipg would not hold a charge. It was also reported that the battery was non-functional. The patient underwent an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that device malfunction was not suspected. The patient was doing well postoperatively.

Event description:
A report was received that the patient's ipg would not hold a charge. It was also reported that the battery was non-functional. The patient underwent an ipg replacement procedure.